Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer was wearing the insulin pump at the time of the event. The customer experienced vomiting and nausea. The caller stated that the insulin looked clear and that the drive support cap appeared normal. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.